Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument.

Event description:
It was reported that during a gastric bypass procedure, the device caused a handpiece error when connected to generator. Another device was used to complete the procedure. There was no adverse consequence to the pt.